Manufacturer narrative:
B3: unknown, month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46011 and that the downstream occlusion seal was damaged. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the downstream occlusion sensor (dso) seal. Review of the event history log showed an occurrence of pump settings and patient data lost. Functional testing duplicated the reported issues. The investigation determined the probable cause to be a weak internal battery on the printed wire assembly (pwa). The pwa and the dso seal were replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.